Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a sudden return of their target symptoms the day prior to the call. The caller noted that the patient had problems going to the bathroom again and was implanted with a spinal cord stimulation trial the day prior to the call. The caller confirmed that the spinal device was unrelated to the pelvic stimulation device. According to the caller the patient's device was turned off for the implant procedure, but the patient thinks that the device was still off because they had a return of symptoms since the trial lead was implanted. The patient programmer (pp) could not connect with the implant during the call, but the patient confirmed that there was bandaging over the implant site due to the tri al procedure. The patient was advised that the bandaging can affect communication and additional troubleshooting could not be conducted at the time of the call due to the inability to connect to the implant. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.